Event description:
Reporting status: serious injury - surgical intervention/permanent damage. Reporting rationale: perforation requiring bypass surgery. Device issue: no device malfunction has been reported. It was reported that after deployment of the vision stent in the right coronary artery (rca) of a pt with a myocardial infarction, a perforation was observed. In order to treat the perforation, three graftmaster stents were implanted; however, the perforation was not sealed and the pt went for bypass surgery. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusion summation- product performance engineering reviewed the incident. The pt effect of perforation is listed in the device's instructions for use (IFU) as a known potential adverse effect associated with coronary stenting procedures. Additionally, this pt effect is addressed in the no-fault risk assessment as a post-procedure complication and not necessarily an indication of a product quality issue. Reportedly, there was no report of any device malfunction at the time of the stent implantation during the procedure. Although there is no indication of a product quality issue, a conclusive root cause for the reported pt effect and the relationship to the device, if any, cannot be determined.